Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used in a flexible ureteroscopy procedure performed on (B)(6) 2020. According to the complainant, during preparation, when the lithovue flexscope was connected the lithovue touch pc did not display an image. The procedure was cancelled due to this event. There was no serious injury/adverse effect to patient as a result of the event.